Manufacturer narrative:
Update 12/24/2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/13/2016 medtronic technical services analysis showed that the 3d model was good quality, except for some scatter over the back of the head. This scatter could not be cropped out without cutting off the back of the scan. Although it is unlikely the surgeon traced in this region on the back of the head near this scatter, doing so could have caused some inaccuracies. Because the tracer pattern is not saved, there is insufficient information to confirm inaccuracies. On 01/20/2016 software analysis was unable to determine probable cause with the information provided, the on-going investigation proved to be inconclusive. On 01/20/2016 a medtronic representative, following-up at the site, reported the surgeon stated the inaccuracy was 1 centimeter and there was no patient harm. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred near the end of the procedure. No specific measurement, or location, of the alleged inaccuracy was provided. The surgeon voted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.